Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up provided by the biomed revealed that several burnt wires were identified after opening the unit to examine the electronics panel. The biomed replaced the electronics panel, which included a retrofit upgrade kit. No other damage to the mixer¿s components was observed. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A staff member at the user facility was cleaning a granuflo mixer tank in preparation for a batch to be mixed. The staff member apparently used too much of the cleaner, which contained vinegar, and it leaked into the electronic panel and shorted the components. The staff member noted a burning smell and turned off the mixer. While troubleshooting, the biomed turned the mixer back on briefly and observed sparks; therefore, the mixer was immediately powered down. No smoke was visible, and no flames were observed. However, when the biomed opened the unit to examine the electronics panel, several wires were found to be burnt. The biomed replaced the electronics panel, which included a retrofit upgrade kit. No other damage to the mixer¿s components was observed. Following the part replacement, the system was restored to full functionality. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts are available to be returned to the manufacturer for physical evaluation as the damaged parts have been discarded by the user facility.